Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving baclofen (125 mcg/ml) via an implanted pump; the dose, brand and lot number were unknown by the reporter. On (B)(6) 2016, a catheter revision/replacement was being done for an "issue".